Event description:
Report received of an over-delivery of morphine sulfate. The pump was programmed in the concurrent mode. The primary line was infusing 1000ml of d5ns with potassium at a rate between 80 and 125 ml/hour. The secondary line was infusing morphine sulfate (1:1 concentration, 100ml total volume) at a rate of 8ml/hour. The morphine infusion was started at 11:30am. At approximately 3:00pm, the nurse was notified that the device was alarming with an unidentified alarm. The secondary bag of morphine was reported to be empty. The pump was removed from clinical service. The patient was awake, alert and oriented. The md examined the patient and the patient reportedly exhibited no symptoms of narcotic over-delivery. No medical interventions were required.